Event description:
The customer reported that the transmitted image from the main stack display to the secondary display was distorted when using an olympus monitor. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.